Event description:
The patient's mother reported that her daughter was in the hospital due to elevated blood glucose of 475 mg/dl and possibly other reasons. The mother did state that the patient's infusion device displayed the 09 (technical inspection due) alert. The patient's mother stated after the infusion device timed out after receiving the 09 alert, the patient did not use an alternate source of insulin therapy. The mother of the patient took her daughter to the hospital for treatment. The patient received insulin through an IV while in the hospital. The product has been requested for return to be evaluated.